Manufacturer narrative:
(B)(4). Date sent: 5/26/2023. Batch # 225c45. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned bailed out with the handle shrouds partially opened, a decambered anvil, a damaged knife, and with no reload present. The device was tested for functionality in the straight position with a test reload and was unable to complete the staple line due to the condition of the device. Further analysis of the device confirmed that the damaged pieces of the knife were lodged in the anvil of the device. All pieces of the damaged components are accounted for. We are unable to confirm the exact cause of the damage to the anvil and knife. The damage seen on these parts is concurrent with damage seen from firing the device with a large amount of tissue loaded in the distal end of the jaws with no tissue loaded in the proximal side of the jaws. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. The log also indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 225c45, and no non-conformances were identified.

Event description:
It was reported that during a thoracotomy converted to lobectomy procedure that on the first firing across the parenchyma tissue of the lung (thick lung tissue) with the jaws stuffed the handle would not close down and lock on the tissue. Staff called the rep who instructed them to pull some of the tissue away from the ¿crotch¿ of the jaws. Tissue was pulled away from the ¿crotch¿ and the device fired and all staples were deployed and formed properly. The staples at the back of the reload near the ¿crotch¿ of the jaws were not fired into tissue as the tissue was removed from that area. The loose staples were removed from the patient. Procedure was converted to a lobectomy and a another like device was used to complete the procedure. There were no adverse consequences for the patient.